Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Not implanted or explanted balloon burst intra-operatively. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the:09.804.602s - 1215040 manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 12.feb.2016, expiry date: 01.jan.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two balloons burst during expansion procedure of the stent and contrast medium leaked into the spinal canal. According to the surgeon did the stents not touch each other and no other technique which could have punctured the balloons was performed. The surgeon is very experienced with vertebrae body stent (vbs) and did not encounter that problem before. Both balloons were below 4cc and around 15 bar pressure at failure. The surgery was prolonged about 15 minutes. The stents were expanded sufficiently already when the problem occurred. Leakage into spinal canal did not cause immediate problems. There was no patient harm. The procedure was completed successfully. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.